Event description:
It was further reported that the patient was hospitalized for the dl sheath repair.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the dl had five fractures at five points from a distance of 40cm from the strain relief. The cables were intact, not twisted and no other conspicuous observations were made. A dl sheath repair was performed. It was noted that the dl cover could be pushed back without any problems after the repair and the texture showed no signs of hardening.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), including the associated driveline cable, was not returned for evaluation as it remains in use. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. On-site inspection of the driveline cable revealed multiple fractures to the outer sheath. As a result, the reported driveline damage event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Of note, information provided by the site indicated that the patient also experienced symptoms of pneumonia and complications related to a bacterial infection. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to the infection event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course; there are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on historical review of similar events, the most likely root cause of the driveline sheath damage event may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced symptoms of pneumonia and complications related to a bacterial infection. The patient was treated with antibiotics and continuous positive airway pressure (CPAP) therapy. The driveline (dl) cable and sheath were involved, with damage noted. Servicing was required, although the specifics were not provided.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4o us: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.